Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted the helix extended and retracted smoothly and within specification.

Event description:
It was reported that 2 days post implant the right ventricular (rv) lead had high and unstable thresholds. At the lead replacement procedure, the helix was retracted prior to removal and tissue was found in the helix. The surgeon believed that the tissue stuck in the helix caused the lack of capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.